Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8925t syndesmosis tightrope xp mechanism tore out when cinching down with tension handles. This was discovered during an ankle fx procedure on (B)(6) 2022. Device was cut and removed from inside the patient.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces; however, due to the device not being returned, we are unable to confirm the reported event.